Event description:
Boston scientific received information that the right ventricular (rv) lead safety switch feature was activated, which resulted in the device system to be programmed to unipolar. Upon reprogramming to bipolar, intermittent capture was observed. When reprogramming to unipolar, intermittent capture at 5v was observed. Capture was increased to 6.5v. It was reported that the rv lead was fractured. The patient with this device system felt lightheaded and had an intrinsic rate in the 30bpm range. The pulse width was increased to 1ms and capture was observed at 60bpm. No further observations were noted.

Event description:
Additional information was received that a revision procedure was performed. The ra lead was surgically abandoned and replaced. The device was electively explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.